Event description:
It was reported that the patient received treatment due to excessive bleeding at the insertion site with three different sensors. It was stated that the patient was part of a study, and the decision was made to no longer use the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.